Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm and replicate the reported issue. The fse attempted to hard cycle and reboot the e-100 generator, but the issue persisted. The fse replaced e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was analyzed, and failure analysis (fa) was able to replicate the reported event. The e-100 generator was installed into an in-house testing system and failed. The power led turned red and bipolar led was not turned on. Fa was unable to cut or seal. The complaint regarding e-100 generator issues was confirmed based on fa which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This is considered a reportable event due to the following conclusion: the e-100 generator was abandoned after the start of the procedure due to red led issue. The procedure was completed using an erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was originally reported from the intuitive surgical, inc. (Isi) clinical sales rep (csr), that the customer was having issues with their e-100 generator. The issue was not during a robotics procedure. The e-100 generator would power on and immediately get a red led and display a message telling the customer to reboot the e-100 generator. Prior to calling, troubleshooting steps were done by the csr. The csr attempted to reboot the e-100 generator, but the issue still persisted. The csr also rebooted the entire system, but the issue persisted. The csr unplugged the power cable and hard rebooted the e-100 generator, but the issue remained. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: this issue did occur during a procedure on (B)(6) 2022. They went to plug a vessel sealer instrument into the e-100 generator and a communication error occurred. They attempted to change instruments, but the communication error would not go away. They plugged the instrument into the erbe generator, and they were able to complete the case without issue. There was no harm or injury to the patient.